Manufacturer narrative:
Pump was received with intermittent buttons response due to flattened esc and act buttons dome switch.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. Blood glucose level at the time of the incident was 176 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.